Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt had loss of therapy. There was excess medication in reservoir with suspected pump flip and twisted catheter. The device was used to render medication for pain.